Event description:
It was reported that during a routine device change out procedure, the left ventricular lead dislodged. The lead was explanted and replaced. The patient was in stable condition post procedure. The patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.